Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was oversensing with short v-v intervals and that the right atrial (ra) lead was also oversensing. The patient had received an inappropriate shock. It was confirmed that the lead issues were caused by electromagnetic interference on the device. The patient was educated on the precautions and sources of emi and the system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.